Manufacturer narrative:
Weight: this information is unknown. Date of event is unknown. This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Partial part number was provided (B)(4). Implantation date is unknown. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2018 for a distal third tibia fracture due to the loss of fixation and nail/screw breakage. The tibial nail broke at the proximal distal locking hole and one broken screw, location unknown. The broken nail was removed and a new nail was implanted; the broken screw was left in the patient. There was no delay in surgery, no unanticipated x-rays taken and no additional medical intervention. Fragments were generated (one of the broken screws from the original surgery was left in the tibia). There were no clinical findings. Procedure was completed successfully. Patient outcome is unknown. This report is for an unknown screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Corrected data: concomitant devices reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: distal locking screw (partial part number 04.005.xxx, lot number unknown, quantity 1).